Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, haptic broke off in the patient's eye. The iol was explanted and exchanged with an unknown replacement lens during initial implantation procedure. The surgery was completed on the same day without any harm to the patient. Additional information has been requested.